Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests and received with normal operating currents and no unexpected off no power or low battery alarm noted. The insulin pump was programmed with multiple boluses and monitored; the boluses were delivered and recorded properly in the bolus history screen. The insulin pump was also programmed with 2.0 units fix prime with water reservoir, the water did exit the infusion set and the units left on status screen matched the units left inside reservoir; no delivery anomaly noted. No cosmetic damage noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she is hearing impaired and had an issue with the insulin pump not responding in the way that the provider programmed it to. Customer stated that the pump was not giving her enough insulin. Customer stated that her blood glucose kept climbing no matter the amount of insulin. Customer stopped using the pump on the 2nd day and reverted back to her old pump. Customer stated that she left the battery in the pump and her blood glucose has been fine with the old pump. Customer's blood glucose was 588 mg/dl at the time of the incident. Customer's current blood glucose is 67 mg/dl. In a previous email, she reported that she felt awful and vomited. Customer gave herself an injection with a pen and her blood glucose went down in the 400's mg/dl. Customer got her blood glucose level normalized and she switched back to the old pump, which has been fine ever since. Customer had programmed the pump at the health care professional's office.